Manufacturer narrative:
(B)(4). UDI#: (B)(4). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) with the original packaging box that matches the serial number on the returned sample. The sample was re-turned in a cardboard box and was loosely packed within original packaging box. Upon return, the one-way valve was tethered to the short driveline tubing. The bladder was fully unwrapped. Dried blood was noted on the exterior surfaces of the returned iabc. No blood was noted within the helium pathway. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times according to quality system document. An attempt to aspirate and flush the catheter using a 60cc lab-inventory syringe was unable to be successfully completed due to a blocked/clotted central lumen. Immediate push back on the syringe plunger was experienced. The blockage, most likely dried blood, was unable to be cleared. No leaks were detected. Full inflation was achieved. The device passed the leak test. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. The guidewire could not advance at approximately 10.7cm from the iabc distal tip, most likely caused by dried blood. Dried blood exited with the guidewire. The guidewire was front loaded through the iabc luer. The guidewire could not advance at approximately 55.6cm from the iabc luer, most likely caused by dried blood. Dried blood exited with the guidewire. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of "the tip of the balloon was found to be unable to be opened" is not con-firmed. The returned iabc bladder was fully intact with no abnormalities noted. During the investigation, the iabc fully inflated, and no leaks were detected. The returned device passed visual and functional test specifications. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action re-quired at this time. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported " after the normal puncture was completed, the balloon bag was opened, vacuumed, and the catheter was removed flat, the device was activated with an alarm that the balloon pressure was too high, and the tip of the balloon was found to be unable to be opened using ultrasound". Additional information states that the catheter was changed to continue therapy. The second catheter was inserted in the same original insertion site. No patient injury or consequence reported. The patients' current condition is reported as "fine"

Manufacturer narrative:
Qn#(B)(4). UDI#: (B)(4).

Event description:
It was reported " after the normal puncture was completed, the balloon bag was opened, vacuumed, and the catheter was removed flat, the device was active with an alarm that the balloon pressure was too high, and the tip of the balloon was found to be unable to be opened using ultrasound". Additional information states that the catheter was changed to continue therapy. The second catheter was inserted in the same original insertion site. No patient injury or consequence reported. The patients' current condition is reported as "fine"